Event description:
It was reported that the patient presented in clinic with episodes of non-sustained ventricular oversensing. Review of egms revealed intermittent myopotential oversensing. Provocative testing and programming changes were recommended. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.